Event description:
Per the clinic, the patient experienced redness, swelling, and crust formation at the skin overlying the implant site and subsequently developed a postoperative wound infection at the implant site (specific date not reported). The patient was treated with oral antibiotics for two weeks (specific dates not reported) and was subsequently hospitalized for intravenous antibiotics treatment (specific date and duration not reported); however, the infection did not resolve. Subsequently, the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.